Event description:
It was reported that this right ventricular lead (rv) exhibited noise, undersensing and high out of range impedance measurements. Evaluation of the patient on the clinic was discussed. Reprogramming of the device was performed and monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.